Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor cable was replaced during a system checkout to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Testing found that continuity testing found an open in it. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: 01-jan-2050. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor has a purple hue that goes away when the monitor cable is manipulated. No patient was present at the time of the event.